Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 797 mg/dl. It was stated that the customer changed the infusion set three times prior to the event. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.